Manufacturer narrative:
Updated fields - b1, b4, d1, d4 lot, UDI number, expiry date, d9 device available for evaluation and date return to manufacture, e1 event site telephone, g3, g4, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d4 version number, catalog number, e1 event site address. The product was returned with the membrane completely unfolded. Blood residue was found on the exterior of the iab, and traces was detected inside the inner lumen. The non-maquet sheath was returned over the catheter tubing, approximately 12.2in/ 31cm from the iab tip. Two kinks were observed on the catheter tubing near the y fitting, approximately 29.3in/ 74.4cm and 28.8in/ 73.1cm from the iab tip. The extender tubing was also returned for evaluation. An underwater leak test was performed on the balloon, catheter, y fitting, extracorporeal tubing and extender tubing with no leaks identified. The iab was placed on the cardiosave pump, and a catheter restriction alarm was triggered. The catheter restriction alarm sounded as soon as the iab pumping started resulting on stopping the pumping immediately. The evaluation determined a catheter kink causing the reported problem, it is difficult to determine when or how this occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields b4 g3 g6 h2 h11. Corrected field h6 type of investigation conclusion code the product was returned with the membrane completely unfolded blood residue was found on the exterior of the iab and traces was detected inside the inner lumen the nonmaquet sheath was returned over the catheter tubing approximately 122in 31cm from the iab tip two kinks were observed on the catheter tubing near the y fitting approximately 293in 744cm and 288in 731cm from the iab tip the extender tubing and pressure tubing were also returned for evaluation an underwater leak test was performed on the balloon catheter y fitting extracorporeal tubing pressure tubing and extender tubing with no leaks identified the iab was placed on the cardiosave pump and a catheter restriction alarm was triggered the catheter restriction alarm sounded as soon as the iab pumping started resulting on stopping the pumping immediately. The evaluation determined a catheter kink causing the reported problem it is difficult to determine when or how this occurred a lot history record review was completed for the reported product no nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e3.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that following the insertion of an intra-aortic balloon (iab) catheter in a patient with acute myocardial infarction and cardiac rupture, repeated gas loss alarms occurred during transfer and in the ccu, despite no visible blood flow. After switching from the cs300 console (B)(6) to a cardiosave system, the issue was resolved, and the catheter remained functional until november 3, requiring only one inspection for a kink at the insertion site.